Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a screening that revealed a proximal type I endoleak, a distal type I endoleak, the abdominal aortic aneurysm is 5.7 cm in diameter, and the aortic diameter 1 mm below the renal artery is 23 mm in diameter. It was reported that the left common femoral artery was attempted to be accessed percutaneously but could not be accessed due to scar tissue. A cut down was performed and it was noted that the patient had a previous patch repair. On the right side, percutaneous access was obtained and a pigtail catheter was placed. A lunderquist wire was then advanced on the left side and another manufacturer¿s sheath [dryseal] was advanced through the stent graft into the distal part of the pelvic bifurcation. Another manufacturer¿s aortic cuff was then implanted (gore excluder) along with four heli-fx aputs endoanchors. An aortogram revealed that there was no longer a proximal type I endoleak. The physician then implanted a 27x12 stent graft limb extension and then a 27x14 stent graft limb extension. A subsequent angiogram revealed the distal type I endoleak had resolved. The investigator indicated that the procedure was successful. It was reported the patient later had a left groin wound infection. The wound culture was (B)(6) for (B)(6) and settatia. The patient was treated with medication and wound vac. Therapy. The event was resolved. The investigator indicated this was not device however was related to the procedure related. No additional clinical sequelae were reported and the patient is fine.